Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited low out of range pacing impedance measurements less than 200 ohms. The system was viewed under fluoroscopy and noted no anomalies. A lead replacement procedure was performed. The lead was tested on a pacing system analyzer (psa) and also noted low out of range pacing impedance measurements and high threshold measurements. The pace/sense portion of the lead was surgically abandoned and replaced and the device was explanted and replaced for normal battery depletion during the procedure. The shock portion of the lead remains in service. No additional adverse patient effects were reported.